Event description:
The customer reported the image was not stable. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the image guide coil was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). During inspection and testing, service found the coating of the image guide coil was peeling. In addition, the objective lens was cracked and partially missing due to external factors, there were shadows in the image due to cracks in the objective lens, there was liquid leakage in the light guide bundle, operation part, up/down plate, universal cord, scope connector, and grip due to handling, the illumination lens was cracked due to handling, there was a leak due to perforation of the forceps channel and holes in the insertion tube due to external factors, there were wrinkles in the insertion tube due to external factors, angulation was insufficient due to elongation of the angle wire, forceps and a cleaning brush could not be inserted smoothly into the forceps channel, the index marking was detached from the insertion tube, the flexible tube of the insertion section was crushed due to external factors, there were scratches on multiple parts of the device due to external factors, there was a catch during angulation, the adhesive on the bending section was missing, switches one and four were not functional, and there was evidence of liquid on the electrical connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.